Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost a tooth and an align product may have contributed to the event.

Event description:
The patient reported having tooth # 14 (upper left 1st molar) extracted due to an abscess. The patient reported visiting an oral surgeon for the abscess. The patient reported being prescribed clindamycin (antibiotic) to alleviate the reported symptoms. The treatment was discontinued (unspecified date) and the patient is currently asymptomatic. The treating doctor shared the potential root cause could have been the abscess.